Event description:
It was reported that the cuff of device cannot be pressurized. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
After further review, this product was found to be a pfg. The device does not have a 510k or sales in the united states, nor are there any substantially similar devices sold in the us. Therefore, no regulatory reporting is required to the FDA for this issue. MFR# 3012307300-2024-05352 will be cancelled.